Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. No UDI required due to this device was out of production prior to the (B)(6) 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported transient light sensitivity in a patient's right approximately one month post lasik. The patient noticed increased photophobia over a 48 hour time period and called into the clinic. The patient read online that light sensitivity can result after lasik and that an eye drop can be prescribed. A topical steroid drop was prescribed two days later to be used four times a day for a week. Patient was told to call into the office if no improvements in symptoms over the next 72 hours. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
(B)(4).

Event description:
Upon follow up, symptoms are resolved. The patient is no longer using steroids.

Manufacturer narrative:
The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).